Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown.

Event description:
It was reported when using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes that and elevated potassium result was obtained. There was no health impact or consequences reported.

Event description:
It was reported when using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes that and elevated potassium result was obtained. There was no health impact or consequences reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, one hundred (100) retention samples of the incident lot were selected from bd inventory for visual evaluation and upon completion, no issues were observed. Retains were evaluated and no difficulties were encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, erroneous results-potassium because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples tested were acceptable in terms of both precision and accuracy. The investigation, data validation and educational materials are attached. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous potassium results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.